Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was the ec60a device locked on tissue with the jaws closed? If yes, how was the device removed? If yes, did the jaws eventually open? Was the device locked in the articulated position? If no, why was it necessary to remove the device with the trocar? What was the product code of the cartridge (gst60t, ecr60d, etc.)? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during a clamping of the sigmoid colon handle procedure, the surgeon informed that the stapler did not open its jaw after clamping of the sigmoid colon handle. It was necessary remove the stapler from the cavity with trocar 12 mm. The surgeon requested new endostapler and trocar to continue the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the ec60a device locked on tissue with the jaws closed? Not with tissue but the jaw steeled closed after firing. Was the device locked in the articulated position? Yes. If no, why was it necessary to remove the device with the trocar? What was the product code of the cartridge (gst60t, ecr60d, etc.)? Ecr60d. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No, they opened new devices.

Manufacturer narrative:
(B)(4). Batch # m55g89. The ec60a device was received for analysis with no visual non-conformances and with an ecr60d cartridge loaded in the device. The cartridge reload was received partially fired. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.